Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. The patient had reported adequate pain relief previously. An x-ray and impedance check were performed with no device issues identified. The patient reported previous falls, the evoke scs didn't cause or contribute to the patient¿s falls. The physician assessed that the patient¿s falls may have damaged the evoke closed loop stimulator (cls) and contributed to the changes in stimulation. A revision procedure was performed to remove the evoke closed loop stimulator (cls) and connect the leads to an evoke external closed loop stimulator (ecls). The stimulation change was not resolved following the revision procedure. Further troubleshooting performed with patient leads connected to the evoke external closed loop stimulator (ecls) identified lead migration contributing to the reported event.